Event description:
A band leakage was observed during a swedish adjustable band implant procedure. The band was removed, and the surgeon used scissors to cut the device. Another like device was implanted. The patient is fine.

Manufacturer narrative:
(B)(4). The band/ balloon with 16.5 cm of catheter was returned for evaluation. Upon visual inspection, it was observed that the shell from the band was cut and that the buckle was also cut on one side as a result of explant as described in the event. No visible puncture was observed on the balloon. A leak test was performed on the balloon with an unsuccessful result. Microscopic analysis on the catheter was performed. The leak was detected on the catheter; this leak was localized at 14.7 cm from the catheter connection near the band/balloon. Upon visual inspection, several streaks on the catheter were observed (probably performed by a grasper), and the leak was found on one of this streaks (cut). A possible cause of the catheter damage is the result of manipulation with a sharp instrument performed during the implantation of the band. A review of the product's instruction for use (IFU) was performed with regard to handling of the (B)(4) adjustable gastric band vc; it was specifically noted during placement of the injection port keep sharp instruments away from the gastric band tubing component. When grasping the tubing avoid punctures as this will cause leakage of the filling solution from the band. It might be tentatively concluded that the tubing might have been damaged during manipulation of the device too close of any sharp instrument. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing records indicated that all devices were inspected and leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.